Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels reaching 69 mg/dl. Reportedly, the basal rate was set too high. Tandem technical support guided the customer through adjusting the basal rate. Customer drank juice or ate candy to stabilize blood glucose levels.